Manufacturer narrative:
Visual inspection under magnification show no electrode wear with minor discoloration on the screen. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller prior to turning the controller on. When the controller was powered on, an e-8 error was exhibited. The wand was disconnected and the controller was turned off. Upon powering back on the controller and connecting the wand, an e-7 error was exhibited. The error was by-passed and the wand was activated in saline solution at the default and maximum settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, but the root cause could not be determined with confidence. In order for the wand to exhibit an e-8 error, the use limiting feature was triggered upon insertion into the controller before the controller was powered on. An e-8 error will occur when a wand is connected before the generator is powered on. Factors that could have led to the e-8/e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that shortly after surgery was started using a brand-new ambient super turbovac wand, the message "press any button" was displayed on the screen of the console. When a button was pushed, e7 and e8 occurred. There was no power cycle or reconnection of the wand. The surgery was completed with a competitor's device. There was no patient injury and no delay.